Manufacturer narrative:
(B)(4). Concomitant medical products: 4 x 30mm ncb motion loc scr, catalog#: 02.03162.030, lot#: unk; 4 x 30mm ncb motion loc scr, catalog#: 02.03162.030, lot#: unk; ncb str nrw plt 8 h l 118mm, catalog#:02.02267.008, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient initially underwent an initial humerus fracture plating procedure. Subsequently, approximately four (4) months post op the surgeon found screw backage at one of the ncb motionloc screws via x-rays. The patient subsequently underwent a revision procedure to remove and replace the plate and screws.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Review of the x-ray exhibited a fracture that remains fairly well-aligned, despite the hardware failure. Lucency remains at the fracture site without healing. There was a fractured screw proximally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.